Event description:
It was reported that during preparation of the absolute pro stent delivery system, the tech attached a syringe to the flushing port at the end of the device. The syringe was attached too tightly and after flushing the device, an attempt was made to remove the syringe. The syringe was difficult to remove from the absolute pro stent delivery system. The torquing of the syringe and device to remove the syringe caused the handle of the stent delivery system to split. The device was not used and there was no patient involvement. A new same size device was then prepped for use and the stent deployed without difficulties. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the syringe and broken handle were able to be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.